Event description:
A customer had a problem with the uvc catheter. The customer reports "the catheter severed in half, lost 17cm of catheter inside the baby which resulted in surgery. The umbilical line was secured with neobridge and it was sutured at about the 17cm mark with 3.0 silk suture. It had been in place 48 hrs. Nurse was going to remove the catheter when she removed the neobridge the catheter severed and the baby was hemorraging. She noticed lime was missing from the 17cm down upon examination of the baby. She did not touch the line with any instrument."